Event description:
It was reported that a malfunction alarm occurred, and the customer experienced diabetic ketoacidosis (dka) because of the issue. There was no specific information available regarding the impact on her blood glucose level. No additional information was received regarding the outcome of the event or any actions taken by the customer or technical support.